Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5 mm from the balloon proximal tip. The review of the lhr (lot f1226803) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that resistance was encountered sheath. The device was being inserted into the procedural sheath. The device was inserted up to the white shaft marker. The balloon was inflated and as the physician was pulling the sheath back tot he arteriotomy the balloon pulled through. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was kept in the hospital overnight. The patient's hospitalization ws not mynx device/mynx procedure related. The device was tested outside of the patient and the balloon was no longer retaining saline.